Event description:
The user reported an over infusion of noradrenaline. The infusion was set to run at 2ml per hour, however, after 3 mins, the pt became hypertensive and the nurse noticed that 30mls had run through. The pt was very ill and required immediate attention for his blood pressure. It is not known what medical intervention the pt required/received as a result of this incident as the hospital was unable to release any further information requested.

Manufacturer narrative:
From the investigation findings, the most probable cause of the over infusion is due to the use of the pump in an improper condition (i.e., with a broken upper door hinge). A review of the equipment record for this pump indicated no previous service operations undertaken by cardinal health. The pump did contain a hospital service label; the written text was faint but indicated that a service was under taken in september 2007. When the door mechanism is closed pressure is applied to the silicon segment of the IV set against the peristaltic pumping mechanism in order to "pinch off" the tubing. With the damage observed to the upper door hinge, there is no guarantee that the pressure required to achieve "pinch off" would be attained or maintained. Thus it is the opinion of this investigation that the pump should not have been used in this condition. With reference to the front and rear cases not mating, this could result in an increased possibility of fluid ingress. The dfu recommends regular periodic safety checks should be carried out on the pumps; this includes visual inspection for mechanical damage. Pt information requested and all available information is included.